Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the patient had a powerpicc implanted via the left basilic vein and the catheter was placed in the axillary vein on (B)(6) 2023. On (B)(6) 2023, blooding and exudate were observed from the insertion site. On (B)(6) 2023, blood return could not be confirmed. Therefore, the device was removed from the patient¿s body. There was no reported patient injury. No other information was provided. This report addresses the event occurring (B)(6) 2023.